Event description:
During a thoracic/abdominal CT scan, injector was programmed for 100ml contrast delivery. After removing the curly connector from its holder, the radiographer noticed that contrast was being ejected on its own without the operator activating the start key.